Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation noted the sample was returned with discoloration noted between the 1st and 2nd thread. No discoloration is present on the rest of the screw. Also noted, a nick is located on the minor diameter of the screw just below the 1st thread there. The material is shiny at the point of the nick. Product passed cosmetics inspection prior to release therefore the source of the discoloration is unknown. This complaint is indeterminate from a manufacturing. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was report that while opening a sealed bag of screws, it was noted that the threads on the tip of the screw had a foreign material. No patient involvement.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).